Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the pediatric patient was not feeling well. On (B)(6) 2022, the patient was not feeling well in general, could barely talk, and was sneezing and crying with a temperature of 99.9 degrees f. The patient´s mother checked the patient¿s glucose values; the cgm was reading 400 mg/dl and the blood glucose reading was 60 mg/dl. She had been having traces of ketones in her urine for the past several days. The mother took the patient to the hospital where the patient was prescribed oral steroids (prednisone 20 mg, 2 tablets a day); no information was provided regarding the reason for the steroid or regarding any treatment provided for the hypoglycemia. The patient recovered, was discharged, and was able to go to school the next day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.